Event description:
It was reported the patient received the following results within 15 minutes: 200 mg/dl and 43 mg/dl. Patient then passed out, and 911 was contacted. The patient tested 42 mg/dl on the professional device, and was treated with a glucose IV.